Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
It is reported that the physician intended to use a protégé everflex to treat a lesion. The physician noted that the catheter didn't deliver as smoothly as normal. The physician was unable to get the stent to line up accurately due to the advancement difficulties. The physician attempted to place the stent distally then retract it slightly but lost position during the attempt. The stent was then withdrawn and another protégé everflex was used to complete the procedure without issue. The returned device exhibited partial deployment. It is unclear whether this occurred in vivo or in vitro. There is no reported patient injury. Evaluation summary: the protege everflex stent delivery system (sds) was received for evaluation with the distal 1/2 cell (1 strut level) deployed . No ancillary devices or cine images from the procedure were available for this investigation. The lock-mechanism was snug-tight. There was no liquid residue noted in the clear flush line. A 0035" test guidewire was loaded through the sds without complication. The distal deployment paddle was removed from the manifold assembly and the inner shaft was pulled back to expose the hypotube section normally secured by the lock thumb-screw. The hypotube component exhibited two witness marks.